Event description:
On an unk date, the pt was lying on the bed during administration of insulin. The nurse did not feel any abnormalities during administration. Insulin was administered to the upper arm. The nurse found the needle missing during re-capping the needle. After, the x-ray the needle was confirmed in the upper arm. It was unk if the doctor will be removing the needle from the pt's upper arm. No further info is available.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend.